Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up, this pacemaker device was unable to be interrogated. In addition, a magnet was placed over the device, but no device response was observed. A surface electrocardiogram was used, and the observed rhythm was confirmed to be intrinsic atrial fibrillation. At the most recent device check performed in 2018, the remaining battery longevity was indicated to be 8.5 years. The patient was noted to not be enrolled in remote monitoring. It is suspected that the pacemaker device is exhibiting premature battery depletion behavior. Boston scientific technical services (ts) provided guidance that premature battery depletion may be one of the possible causes of the inability to interrogate the device or achieve a response from the device using a magnet, but analysis of the device is required to confirm the cause. It was indicated that a consultation with the physician and a device replacement procedure is scheduled. Ts provided guidance to return the device for analysis once it is explanted. The device remains in-service at this time. There were no adverse patient effects.additional information was received that this pacemaker device was subsequently explanted and replaced. The patients condition was noted to be stable and no additional adverse patient effects were reported. The device will be returned for analysis.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a routine follow up, this pacemaker device was unable to be interrogated. In addition, a magnet was placed over the device, but no device response was observed. A surface electrocardiogram was used, and the observed rhythm was confirmed to be intrinsic atrial fibrillation. At the most recent device check performed in 2018, the remaining battery longevity was indicated to be 8.5 years. The patient was noted to not be enrolled in remote monitoring. It is suspected that the pacemaker device is exhibiting premature battery depletion behavior. Boston scientific technical services (ts) provided guidance that premature battery depletion may be one of the possible causes of the inability to interrogate the device or achieve a response from the device using a magnet, but analysis of the device is required to confirm the cause. It was indicated that a consultation with the physician and a device replacement procedure is scheduled. Ts provided guidance to return the device for analysis once it is explanted. The device remains in-service at this time. There were no adverse patient effects. Additional information was received that this pacemaker device was subsequently explanted and replaced. The patients condition was noted to be stable and no additional adverse patient effects were reported. The device will be returned for analysis.

Event description:
It was reported that during a routine follow up, this pacemaker device was unable to be interrogated. In addition, a magnet was placed over the device, but no device response was observed. A surface electrocardiogram was used, and the observed rhythm was confirmed to be intrinsic atrial fibrillation. At the most recent device check performed in 2018, the remaining battery longevity was indicated to be 8.5 years. The patient was noted to not be enrolled in remote monitoring. It is suspected that the pacemaker device is exhibiting premature battery depletion behavior. Boston scientific technical services (ts) provided guidance that premature battery depletion may be one of the possible causes of the inability to interrogate the device or achieve a response from the device using a magnet, but analysis of the device is required to confirm the cause. It was indicated that a consultation with the physician and a device replacement procedure is scheduled. Ts provided guidance to return the device for analysis once it is explanted. The device remains in-service at this time. There were no adverse patient effects.